Manufacturer narrative:
The ge service rep performed an onsite investigation. The rep replaced the fuse. The system is now operating as intended.

Event description:
The customer reported a precharge failure error message on the control panel display of the 2600 system. No pt injury was reported.